Event description:
It was reported the vizishot needle point was bent. There was no procedure that was identified. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: a visual and dimensional inspection was performed on the device. No evidence of physical damage was identified. The primary packaging was sealed, intact, and free from any visible defects or damage. Following removal from the packaging, the device was visually inspected, and no abnormalities or nonconformities were observed. The device meets its specifications. No problem was detected. Either a device-related issue was not confirmed, or it was confirmed that no issue existed. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.